Manufacturer narrative:
Problem code 1454 captures the reportable event of fiber peeled. Investigation results: one accutrac 200 laser fiber was received for evaluation. The fiber was returned broken in one piece. The first piece measured approximately 298.6 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 2.5 mm and was consistent with a fracture. The remainder of the tip was not returned. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
This manufacturer report pertains to one of three accutrac 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 15, 2018 that three accutrac 200 laser fibers were opened for use in a ureteroscopic lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the coating of the laser fiber was noted to be damaged. A second and third accutrac 200 laser fibers were opened and the same issue was observed. The procedure was completed with a fourth accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three accutrac 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three accutrac 200 laser fibers were opened for use in a ureteroscopic lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the coating of the laser fiber was noted to be damaged. A second and third accutrac 200 laser fibers were opened and the same issue was observed. The procedure was completed with a fourth accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.